Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 minutes. Results of 25 mg/dl, 26 mg/dl, and 111 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow up report will be submitted when the investigation is complete.